Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the endoflator's flow would not exceed 0.5 l/min despite it being set at 20 - all tubing was checked, the pressure was set to 20 mmhg and device was restarted with the problem persisting. The pressure would not go beyond 9 mmhg." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).